Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-14553. It was reported that when the patient presented at a follow-up in-clinic, no capture on the right ventricular lead and high capture thresholds on the right atrial lead were observed. An x-ray confirmed that both leads had been pulled back. Both leads were capped and were replaced successfully on (B)(6) 2019. The patient was stable after the procedure.